Event description:
Complaint notes: alert: rvtip to rvcoil lead impedance warning on (B)(6) 2022 (190ohms - below threshold of 200ohms) - lead trend indicates this lead impedance historic range 200?250ohms; all other measurements within range and trends stable; this lead appears to be functioning as programmed. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).